Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, connector electric contact failure and head scope mount corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the hd camera head display a b30 scope communication error. The event occurred during preparation for use, prior to a transurethral resection of bladder tumor procedure. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that there was a deposit on the electrical contact part of the connector, which caused a communication failure and a communication error. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿wipe off the electrical contacts on the video connector and its surroundings with dry gauze, and connect to the video system center when it is sufficiently dry. Also, make sure that the electrical contacts are clean before connecting. If the electrical contacts are used while they are wet or dirty, the equipment may be damaged and the safety of the patient or the operator may be jeopardized.¿ olympus will continue to monitor field performance for this device.